Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The physician suspected fibrosis of the tip of the rv lead causing the rise in impedance measurements. The rv lead was surgically abandoned during a device change-out procedure and is no longer in service. No additional adverse patient effects were reported.